Event description:
Device received in large batch with no oos documentation. Device is not at eri. Pt expired in 2003.

Event description:
Device received in large batch with no oos documentation. Device is not at eri. Pt expired in 2003.